Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited post paced t wave oversensing via remote transmission at the hospital. Programming changes were discussed. There were no patient consequences.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that programming changes were made. The patient had no consequences before, during and after the event.